Event description:
User stated they have a large amount of leakage onto the floor from the water connection line to the analyzer. There was a large volume of water that went all over the lab, including the walkways. No operators have had a fall from slipping on the spill. No pt samples were involved. The field service rep determined the connection between the analyzer and the water system had separated. He fitted the water system with the correct adapter to attach to the analyzer water input line.